Event description:
It was reported that the patient received inappropriate shocks which caused emotional distress. It was also reported that the right ventricular (rv) lead had oversensing, noise and increased impedance due to a possible fracture. The device was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead: product ID: 4968-25, implanted: (B)(6) 2012. Implantable defibrillation lead: product ID: 6937, implanted (B)(6) 2012. (B)(4).